Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: "material #: 364390; lot/batch #: 3275273. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing scale markings was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported prior to using a bd preset¿ eclipse¿ syringe there was no scale markings on the syringe barrel. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 12-dec-2024 investigation summary material #: 364390 lot/batch #: 3275273 bd received 1 sample and 1 photo for investigation. The sample and photo were reviewed and the indicated failure mode for missing scale markings was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using a bd preset¿ eclipse¿ syringe there was no scale markings on the syringe barrel. There was no report of adverse impact to patients or users.